Event description:
It was reported that the user experienced hyperglycemia while using the ilet following a supply change in which no drops were observed during tubing fill before the set was connected, after which high glucose alerts persisted for several hours until a subsequent supply change was performed and insulin delivery resumed with glucose returning to range. Symptoms included elevated blood glucose without reported ketosis, loss of consciousness, or other acute complications. Outcomes included temporary interruption of therapy effectiveness and user intervention with guided troubleshooting and a new infusion site, without medical treatment or hospitalization. Investigation included customer interview, technical support review, and user troubleshooting guidance. Investigation of this case revealed a suspected infusion or delivery issue related to set or tubing fill leading to inadequate insulin delivery, which resolved after the supply change. It was concluded that the event was consistent with hyperglycemia of unclear cause with probable contribution from infusion setup or flow interruption, and the device functioned as expected after corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.